Event description:
The customer had noticed that her meter readings contained a decimal point. While troubleshooting, it was verified the meter was set in mmol/l. The customer did not allege any adverse events as a result of the mmol/l readings. She was able to reset the meter to mg/dl, and no product will be returned.